Event description:
Caller reported an alarm 2 along with multiple previous occlusion events. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and sought additional support for recurring occlusion issues.